Event description:
It was further reported that the ev lead was revised and an extra suture sleeve was added with a constrictor knot. Post-implant, the team attempted to replicate noise with several maneuvers. Noise was only observed when the patient was turning from supine to right hand side. Further reprogramming was performed and the lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for the extravascular (ev) lead due to oversensing of noise. The ev lead sensitivity was reprogrammed. It was noted that one episode of undersensing was noted since adjusting the sensitivity. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory also indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a recent chest x-ray was taken and showed that the ev-lead has moved more cranially. It was noted that the patient had a peri-arrest post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system in the itu (intensive therapy unit) which required CPR (cardiopulmonary resuscitation) and noted that a chest x-ray was not taken post CPR. Additional reprogramming was done and the ev lead and ev-ICD remain in use. No further patient complications have been reported as a result of this event.